Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2011 and suture was used. The patient developed an abcess and then the wound dehisced. The patient was treated with antibiotics and the wound was packed with iodoform. The patient had to return to the office six times to have the packing changed. Additional information was requested.